Event description:
An end user reported red skin under the tape collar of their wafer. The end user also stated their doctor prescribed hydrocortisone cream, however, they were unable to sue the product because, it interfered with the wafer adhering to their skin

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The end user stated they do not know size of their stoma and it also protrudes. Additional information was received on 03/31/2014 which stated the end user was still experiencing red skin under the tape collar at the time of the call and they were not able to give a date as to when their symptoms began. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. The actual date of event is unk, so the date used was the date convatec became aware.